Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with filled with 300 units of insulin, and the insulin gauge remained static at 105 units. Subsequently, the customer stated cold insulin had been used, and more than 300 units may have been used to fill the cartridge. There was no reported impact to the customer's blood glucose (bg) level due to not testing. The customer declined to perform troubleshooting with tandem technical support. Recommendation was made to fill the cartridge with room temperature insulin and to not overfill the cartridge.